Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and no issues were observed. Sim vivo test was failed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Corrosion or liquid contamination was not observed on pcba. An extended visual investigation has been performed on the returned de-cased sensor and sensor¿s pcba and no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was reprogrammed to perform sim vivo test on the returned sensor and all results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "weakness due to hypoglycemia" and was unable to self-treat, requiring third-party administration of oral glucose for treatment. A reading of 35mg/dl was also reportedly taken on an unknown device. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "weakness due to hypoglycemia" and was unable to self-treat, requiring third-party administration of oral glucose for treatment. A reading of 35mg/dl was also reportedly taken on an unknown device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.